Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tubes are underfilling.